Event description:
It was reported that during a sigmoidectomy, the surgeon could not detach the device from the tissue. The surgeon cut the anastomotic part, sutured and refired. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.